Manufacturer narrative:
H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. Inspection of the provided photographic sample was impossible to visualize the reported malfunction due to the poor quality of the photograph. Due to the nature of the provided samples, no further testing could be performed. Therefore, the reported condition could not be verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an external fluid leak was observed origination from the top cap (header cap) of the outer housing of a revaclear 300 set during inspection prior to patient use. The set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.